Event description:
This was a catheter malfunction. When the catheter was connected to the system, there was no image on the display. The catheter was removed, and a new catheter was used. The second catheter worked fine, and the image was displayed. The procedure was completed without any issue, and there was no injury to the patient. Manufacturer response for nav st f-f ablation catheter, nav st f-f ablation catheter (per site reporter): none known as yet.